Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported that during prep, the impella console moves immediately to placement screen after the purge cassette is inserted. A new aic (console) was attempted, and a new purge cassette was opened to table. The next attempt after the white impella plug was plugged in the aic bypassed the next steps of verifying purge solution and the ready to insert screen and went to placement screen. A new impella catheter was opened to table and went through the usual set-up screen. There was no patient involvement.